Event description:
Info received indicates the head of the bed will not go up.

Manufacturer narrative:
The tech isolated the issue to the head up solenoid valve. The tech replaced the head up solenoid valve to repair the bed.